Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: e2, update to e3, g2 health professional and company representative was inadvertently left out of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was not confirmed and the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system centers digital visual interface port video output was intermittent. The issue occurred during preparation for use. There were no reports of patient harm.